Event description:
I had a sleep study done at (B)(6). They used 1-inch 3m-minnesota mining and manufacturing durapore tape to secure a sensor on my throat. Upon removal, I had a mild red mark that seemed to be simply irritation from removal. However, within two hours it was raised, burning, and itching. Over the course of the day, it worsened and became extremely uncomfortable. I showered and applied otc-over the counter cortisone cream and it did not lessen my symptoms. I also took a zyrtec. The skin was less irritated the next day, but was still raised, red, and itchy. The provider recommended I continue the cream and allergy medication until symptoms resolve.